Event description:
The customer reported that, during preparation for a diagnostic bronchial examination, the upper angle of the scope was not functioning as expected. The procedure was completed, after a delay of less than fifteen minutes, with another similar device. The patient was not yet under anesthesia at the time of the event and there was no harm or user injury reported due to the event. The device was returned to olympus for evaluation. During inspection and testing, the coating of the insertion section was peeled off. This report is being submitted for the malfunction found during evaluation (peeled coating).

Manufacturer narrative:
Inspection and testing found the coating was peeled due to deterioration. The event reported by the customer was confirmed. The angle wire was broken which resulted in the scope not operating to the up direction. In addition, the channel was leaking, there was an indentation on the insertion section, and there was a shadow on the edge of the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 06-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have occurred due to physical stress, chemical stress, storage environment, and so on. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·important information please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual: general policy: precautions warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.